Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the brush passage test didn't pass, a hole and cut on switch 1, the bending tilt was off, a cracked and scratched distal end plastic cover with deep dents, minor scratches and a dent on the insertion tube, and scratches and dents on the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had internal defects of the channel and was clogged. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel was clogged due to foreign material (seeds) in the channel and severe damage to the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.